Event description:
It was reported that before the procedure, during set-up, the device overheated. No reported patient injuries. No other complication were noted.

Manufacturer narrative:
Complaint of overheating could not be confirmed. Product passed functional testing (100-5,000 rpms) for 10 minutes. Unit passed functional tests on both dii and dii eip test control units with and without footswitch. Mdu did not overheat or lock up while using three different type blades during functional testing. All functions performed as expected. After the evaluation the root cause for the reported issue was determined to be that there was no problem found. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.